Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 02/17/2017 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten. The black box showed no evidence of no evidence of a short battery life. Short battery alarms were found in the current black box due to the normal battery usage. The battery cap was able to fully tighten to the pump. No evidence of contamination was found in the battery compartment. The current draws were within specifications. The battery life issue was not duplicated during the investigation. The pump case was removed and disassembled. No evidence of moisture or loose components were found inside the pump. Unrelated to the original complaint, the battery compartment was cracked below the grip pad. The pump powered on with the returned battery cap to dim discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.